Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user's blood glucose was slightly elevated; however, the exact value was not provided. The contact declined troubleshooting with tandem's technical support.